Event description:
Patient was consented for laparoscopic removal of iud and bilateral salpingectomy. When closing, a piece of 0-vicryl ur6(lot:lhz172) needle broke off inside the patient abdominal area.